Event description:
It was reported that the femoral cutting block could not be assembled with the handle. So, the surgeon did not use it with the handle. The handle could be assembled with another femoral cutting block.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the femoral cutting block could not be assembled with the handle. So, the surgeon did not use it with the handle. The handle could be assembled with another femoral cutting block.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A functional analysis of the returned device indicates the device is fully functional. The reported failure mode could not be replicated. The investigation concluded that failure was not confirmed as the reported event could not be replicated. No manufacturing deficiencies have been identified.